Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter where blood was observed inside the pebax. On (B)(6) 2017, the biosense webster failure analysis lab performed scanning electron microscope analysis on the catheter, and found evidence of a hole in the pebax. The returned device was visually inspected, and reddish material was found inside the pebax. Per this observation, scanning electron microscope (sem) analysis was performed, which showed evidence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified, but the root cause of damage cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter where blood was observed inside the pebax. During the procedure, prior to ablation and while switching the catheter from one sheath to another, blood was observed inside the catheter, under the pebax. No external catheter damage was noted. The catheter was exchanged for a new one, and the case continued without any patient consequences. The generator was set to power control mode, but the temperature/impedance/power values at the time of the event do not apply, as no ablation had been performed. There were no errors on any bwi equipment during the case. If foreign material is observed under the pebax, but the catheter integrity is maintained, the material cannot travel into the patient¿s bloodstream, and the potential that this could cause or contribute to an adverse event is remote. This is not an MDR reportable finding. On (B)(6) 2017, the biosense webster failure analysis lab performed scanning electron microscope analysis on the catheter, and found evidence of a hole in the pebax. Exposure to the internal catheter components creates a critical risk of thrombus formation. As a result, this event is MDR reportable. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.